Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the syringe does not fit when inflating the cuff. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) was performed on the lot number of the sample received (lot# 73b1600099) and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. No syringe was returned for evaluation; therefore, a lab inventory luer slip 10ml syringe was used for functional testing. The lab inventory syringe was connected to the inflation valve with no difficulty. The syringe and et tube were able to form a secure connection. An attempt was made to inflate the et tube using a lab inventory syringe to ensure that the connection remained secure during inflation. Air was aspirated into the syringe and the syringe was connected to the inflation valve. Using hand pressure, the air was injected through the inflation valve. The syringe and the inflation valve remained connected and the cuff inflated. The syringe was then used to deflate the cuff. During deflation, a secure connection was able to be maintained. No functional issues were found with the returned sample. Other remarks: the reported complaint of the syringe detaching from the et tube could not be confirmed based upon the sample received. The syringe used at the time of event was not returned for analysis. However, a lab inventory syringe was able to connect to the returned et tube and maintain a secure connection during both inflation and deflation. A DHR record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the syringe does not fit when inflating the cuff. No patient injury reported.